Event description:
Reporter alleged discrepant results were obtained from the blood glucose monitoring device results and a valid lab comparative value. Reporter stated the device result was 40% higher than the lab result however did not have specific values to provide. Reporter indicated controls were used and found to be within an acceptable range, however, did not provide values. Reporter stated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.